Event description:
In 2006, the lay user/reporter contacted lifescan alleging that her one touch ultra meter would not power on. The senior medical affairs specialist attempted to reach the patient/reporter by utilizing language line (over-the-phone interpretation service): however, the line was disconnected three times. The reporter states she had called lfs a couple of weeks ago and claims she was advised that lfs could not assist her, as she was unable to provide the meter serial number. The nature of the initial call was not specified. The customer care advocate (cca) was unable to locate any records of this call. Six days prior, the patient had been complaining of "not feeling well, weird blood circulation, and felt that her sugar was either high or low". No attempts were made to test with the reported meter. The reporter gave the patient orange juice between 9:30 and 10:00 am. At 11:30 she was given a sandwich. The reporter contacted her physician and made an appointment for 3:00 pm. At the dr's appointment the patient was tested and given a "kudos" bar for a blood glucose level of 64 mg/dl. She tested at 83 or 84 mg/dl following the "kudos" bar. The cca verified that the patient was using correct test strips, there had been no trauma to the meter, and the battery was correctly installed. The cca walked the reporter through pressing the power button and inserting a test strip all the way into the test strip port. The meter did not power on. The cca discovered that the battery had not been replaced per the owner's manual and the patient did not have a new battery to complete troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following: the reporter alleges patient was unable to test her blood glucose level, developed symptoms, and was administered food treatment at her physician's office for a blood glucose level of 64 mg/dl.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has noy yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.